Event description:
Customer reported via phone call that they experienced high blood glucose. Customer blood glucose level at the time of incident was of 444 mg/dl and blood glucose level at the time of call was 231mg/dl. Customer reported lost communication between the insulin pump and transmitter and battery issue. Customer stated received lost sensor signal alarm. No further complications was reported. The product will not be returned for failure analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.